Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 254 mg/dl. The customer was treated with bolus and injection. Customer does not recall any significant events leading to alarm. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.